Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.

Event description:
On (B)(6) 2012: customer reports through (B)(6); a (B)(6) (gender not specified), with unspecified medical history, received 90ml of optiject 350 (ioversol), by route with a mallinckrodt injector, to perform thorax, abdomen, and pelvis CT scan for a cancer check-up, on (B)(6) 2012. The pt experienced an extravasation of 15ml of optiject at injection site. She was treated with alcohol compresses. The pt recovered. On (B)(6): (B)(6) reports an optivantage dh injector system was being used during this event.